Manufacturer narrative:
Two non-sterile select plus 150/5 cm micro catheters with two enterprises were received coiled inside of a pouch. The microcatheter device 1 was inspected and a compressed section was noted on it as well as residues of dry blood can be observed on it. The microcatheter device 2 was inspected and a kink was noted on it as well as residues of dry blood can be observed inside of the hub and over the body shaft. The two enterprises were received inside of the dispenser and no obvious damages were noted on them, the both devices were received without stent. The microcatheter device 1 was inspected under microscope and it was found compressed and residues of dry blood can be observed on it. The microcatheter device 2 was inspected under microscope and it was found kinked and residues of dry blood can be observed on it. The ID from the micro catheters were measured and were found within specification. The microcatheter device 1 was flushed using a lab sample syringe (nipro) after that a 0.018?? Cordis guide wire was introduced from the distal end and severe resistance was felt when it was advanced through the compressed section found on the device, additional force was applied over the guide wire and it can advanced into the microcatheter until the stent and residues of dry blood were came out of the device from hub (proximal end). The microcatheter device 2 was flushed using a lab sample syringe (nipro) and residues of dry blood were exposed for the distal end; after that a 0.018?? Cordis guide wire was introduced from the distal end and severe resistance was felt when it was advanced through the kinked section found on the device, additional force was applied over the guide wire and it can advanced into the microcatheter until the stent and residues of dry blood were came out of the device from hub (proximal end). Additionally a functional test was tried to perform on the two micro catheters with an enterprise lab sample, but the sample device cannot be pass through of the micro catheters due to the compressed section and the kink found on them. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as "catheter - obstructed" was confirmed. The cause of the failure experienced by the costumer appears was due to the compressed section and the kink found on the devices since the stents were found stuck on them. The damages found on the device could not be conclusively determined; however, these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore, no corrective actions will be taken at this time. This is 2 of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00336 and 1058196-2012-00337. Additional information will be submitted within 30 days of receipt.

Event description:
While advancing the enterprise stent into the prowler select plus (mc) microcatheter (606s255x/15619024), the enterprise stents ((B)(4)) got stuck inside the mcs'. The enterprise stent is located approximately 6 cm into the prowler select catheter. This happens two times. He used the devices since one day and he reported about difficult anatomical condition. There was no patient injury reported with the event, but due to the event, the procedure was prolonged 60 minutes because the vessel had to be explored 3 times. During the event, the enterprise stents and microcatheters were removed as units. A dedicated saline heparinized saline source was connected to the microcatheters while introducing the stents and at all times. The microcatheters were not re-shaped. Besides the reported, no other damages were noticed on the devices (unraveled, stretched, kink, bend, fracture, separated, stent damaged on any kind, etc). The target site was the basilar artery with difficult anatomical conditions. The devices will be returned for analysis.

Manufacturer narrative:
While advancing the enterprise stents into the prowler select plus (mc) microcatheters (606s255x/15619024), the enterprise stents (enc452800/10115523) were stuck inside the (mcs) microcatheters. The enterprise stents were located approximately 6 cm into the prowler select catheter. This happens two times. The devices were used on the same day and were reported about difficult anatomical condition. There was no patient injury reported with the event, but due to the event, the procedure was prolonged 60 minutes because the vessel had to be explored 3 times. During the event, the enterprise stents and microcatheters were removed as units. A dedicated saline heparinized saline source was connected to the microcatheters while introducing the stents and at all times. The microcatheters were not re-shaped. Besides the reported, no other damages were noticed on the devices (unraveled, stretched, kink, bend, fracture, separated, stent damaged on any kind, etc). The target site was the basilar artery with difficult anatomical conditions. The devices will be return for analysis. Two non-sterile enterprise vrd and delivery systems were received coiled inside of a pouch. Also, two non-sterile select plus microcatheters were received. The two enterprise systems were received inside of the dispenser and no obvious damages were noted on them. One of the microcatheters showed a compressed section and accumulation of dried blood residuals, the other microcatheter showed a kink and blood residuals accumulation as well. These microcatheters were analyzed separately. During flushing and functional test of the two involved microcatheters, it was noticed that the stents from each of the two received enterprise systems were stuck inside of each one of the two received microcatheters, this apparently because of the catheters damage conditions as well as due to dried blood accumulation. The two stents were inspected under microscope and no anomalies were observed on any of the two stents. Also, the two received enterprises were inspected under microscope and no anomalies or damages were observed on them. No functional tests could be performed as the two enterprise stents were received stuck inside of the two involved microcatheters and these were damaged. Lake region medical did review the device history records relative to the a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15619024 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Functional testing could not be performed due to the damages on the microcatheters, the dry blood inside the microcatheters, and the stents stuck inside the microcatheters. The report that the delivery systems never exited the distal end of the (mcs¿) microcatheters and that the mc's and enterprise system were removed as a unit indicates that the procedural factors contributed to the event. With the functional testing the delivery wire was inserted into and able to pass through the involved mc. No difficulty was encountered during its insertion. The exact cause of the reported event and damages found on the returned enterprise delivery wire could not be definitive determined; however, based on the reported event and the sem analysis, it appears that procedural and post procedural factors contributed. The device did not present any indication of manufacturing defect or anomaly contributing to the event as reported. Neither the product analysis nor the device history record review indicates a relationship to the manufacturing process. Therefore, no corrective action will be taken at this time. This is 2 of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00336 and 1058196-2012-00337.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15619024 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is 2 of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00336 and 1058196-2012-00337.